Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had insulation damage that was repaired during their last generator change ten years prior. It was noted that the rv lead threshold had increased slightly, and the impedance had decreased. The rv lead insulation damage had persisted, and during the most recent generator change the physician repaired the lead with medical adhesive and a suture sleeve. The rv lead remains in use. No patient complications have been reported as a result of this event.